Manufacturer narrative:
Concomitant products: progra catheter model: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; mmer model: 8835 serial# npg033363n. (B)(4).

Event description:
It was reported that the patient indicated that pump had flipped ¿upside down¿. Patient was scheduled to have a MRI to confirm the same, and compatibility guidelines were requested. It was stated that patient had had mris in the past. Two days later it was reported that patient had chronic pain and history of back surgery and they were to scan her for pain issues on (B)(6) 2013. It was later reported that the MRI facility was reluctant to scan patient, there was no event. Patient outcome was stated as no injury.